Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Patient presented with bone type iii and previous bone augmentation. No product was returned to the manufacturer. There were no reported patient injuries or complications.